Event description:
It was reported that during a ptca procedure, removal difficulties were encountered. The lesion being treated was located in the diagonal of the left anterior descending (lad) artery. The physician was using two 2.75x12mm maverick2 monorail balloon catheters for a kissing balloon technique. While attempting to remove the balloon catheter, the proximal end of the catheter and approximately 1/3 of the balloon and rail became stuck in the guide catheter. The guide catheter and balloon catheter were removed together. The physician successfully completed the procedure with a new balloon and by deploying 3 stents. There were no reported patient complications. Patient status listed as "ok".